Manufacturer narrative:
The customer's biomed observed that the mains power switch was off. The unit was never on ac power; hence the battery had limited power since it couldn't be charged. The unit functioned normally and was returned to use.

Event description:
The customer reported that while the unit was in use on a patient, the unit shut-off. The patient was switched to another unit and therapy was continued. No patient injury was reported.